Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas 8000 e 801 module. The initial result was 0.213 ng/ml. The repeated result was 0.006 ng/ml. The results were reported outside the laboratory. The sample was repeated as the initial result did not match the patient's clinical diagnosis.

Manufacturer narrative:
The analyzer's serial number is (B)(6). A general reagent issue was excluded. The investigation did not identify a product problem.

Manufacturer narrative:
The alarm trace showed no abnormalities. The sample foam detection camera showed a sample quality issue with the affected sample. The sample was lipemic and white particles were floating in the sample. The investigation did not identify a product problem.